Manufacturer narrative:
The investigation of the device log showed that the battery capacity of the ventilator was unexpectedly reduced due to premature battery aging. If the mains supply stops and the battery is empty, the evita infinity v500 will responds with a power fail alarm according to iec 60601-1-8. This alarm is supplied from an independent power source and lasts for at least 2 minutes. The device turns off in case of a complete power failure, however, the breathing system is opened to allow spontaneous breathing. In this case the device has issued the power supply failure alarm according to specification it was noticed that prior to the event the device alarmed for low battery power despite the status indicator displayed enough remaining battery capacity. This is an early indicator for premature battery aging. The customer was informed about this indicator to identify premature battery aging.

Event description:
It was reported: "during the patient transport, when the v500 was supplied via the ps500, the device switched off unexpected after an operating time of approximately 20 minutes. The battery status indicator displayed fully charged batteries, a battery warning was not performed."